Event description:
The head of the shaft component of the locking wrench stripped during surgery. The surgery was prolonged as a result of this occurrence. There was no injury to the pt. No other info was provided to co.